Manufacturer narrative:
According to the facility, "there was issues floating the swan through the ava hf introducer. We're not able to successfully get the swan through and had to take the patient to the cath lab to have a line inserted into the groin alternatively". There was no patient injury. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "there was issues floating the swan through the ava hf introducer."